Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that they had a fall about 2.5 years ago and it broke the equipment. Patient stated they had an operation to replace it with another new unit. Agent asked for event date and patient stated they fell on september 4th, 2021 and the next day they had what they called a small stroke or tia so it was like a mini stroke and they ended up going to the ER. Patient said they did an x ray of their implant and the doctor found that the implant had been dislodged when they fell. Patient mentioned they have not used the device since that time until october 8th because it was broken. They recently got a new ins implanted.